Event description:
On (B)(4) 2013, the lay user/patient in (B)(4) contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on the morning of (B)(6) 2013. In addition to oral medications (metformin and onglyza; dosages not specified), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged power issue, the patient reportedly continued with her usual dose of medications that morning. According to the csr's documentation, as a result of the alleged power issue the patient reportedly developed symptoms of trembling and weakness a few minutes later. The patient, however, denied receiving any form of medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr verified that the subject meter's batteries were not replaced per owner's booklet recommendation and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 (05/30/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.